Manufacturer narrative:
The technician found the valve sticking and the valve seat was worn. He replaced valve to repair the bed.

Event description:
Info received indicates the head section will not go up.